Event description:
Resident found on floor of room under bed without vital signs. Pressure alarm malfunctioned, and did not alarm when resident got out of bed. Staff unable to make alarm sound following event.